Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 50mm item: 157450 lot: 603750. Bi-metric/x por nc 12x140 item: x180312 lot: 676540. M2a-magnum 42-50 tpr insrt std item: 139256 lot: 747300. G2: foreign ¿ canada. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported at this time. It was confirmed that no further information could be provided.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Records assessed, due to limited information no timeline created at this time. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.